Event description:
It was reported from the patient¿s caregiver, the patient died in conjunction with the life2000. On an unreported date the patient was hospitalized for unknown cause. While in the intensive care unit, the patient died. The patient utilized the device ¿24 hours a day, seven days a week¿ according to the patient's caregiver. No desaturations, error codes or alarms were reported during the patient's use of the life2000. At the time of the patient¿s death, the patient was not connected to the life2000. The cause of death was not reported; nor was it reported if an autopsy was performed. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.